Event description:
A company representative was speaking with the customer and she was notified the customer tested and had a low blood glucose of 49 mg/dl before the call. The customer told the company representative that she, the customer, needed to take care of that before speaking to the representative.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.